Event description:
The customer reported bent contact pins in slots a and b of the battery pca. No associated failure symptoms were reported. No pt involvement was reported.

Manufacturer narrative:
(B)(4).